Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that an unspecified investigational medication with very strict infusion time requirements was to infuse within 20 minutes with a +/- 2 minutes delta. This infusion infused slower than expected and infused for 23 minutes. The customer further stated that there were no adverse effects caused to the adult patient or family members, however the event has caused concern for the clinical team trial. It is currently unclear if this event will impact the investigational data or the patient's ability to remain in the clinical trial.

Event description:
It was reported that an unspecified investigational medication with very strict infusion time requirements was to infuse within 20 minutes with a +/- 2 minutes delta. This infusion infused slower than expected and infused for 23 minutes. The customer further stated that there were no adverse effects caused to the adult patient or family members, however the event has caused concern for the clinical team trial. It is currently unclear if this event will impact the investigational data or the patient's ability to remain in the clinical trial.

Manufacturer narrative:
The customer¿s report that infusion of an investigational medication with very strict infusion time requirements was to infuse within 20 +/- 2 minutes was showed to be related to ¿air-in-line¿ alarms that occurred during the infusion. The review of the ikp data provided by the customer showed the device was started on (B)(6) 2019 at 21:26 pm with a volume to be infused of 80ml at an infusion rate of 240ml/hr. At 21:44 pm, ¿air-in- line¿ alarms occurred. To this point the device has been infusing 17.45 minutes with 69.7ml infused. At 21:48 pm, the pump module resumes infusing. At 21:49 pm, the pump module alarms six times for ¿air-in-line¿ and the infusion is restarted five times. At 12:50 pm, the last entry shows the infusion is stopped, for an ¿air-in-line¿ alarm. The ikp report records the total volume infused is 71.3ml. The probable cause is believed to be the results of ¿air-in-line¿ alarms that occurred during the infusion. The root cause of the ¿air-in-line¿ alarms was not identified.

Manufacturer narrative:
The root cause of the customer¿s report that an unspecified investigational medication slower than expected was not identified.

Event description:
It was reported that an unspecified investigational medication with very strict infusion time requirements was to infuse within 20 minutes with a +/- 2 minutes delta. This infusion infused slower than expected and infused for 23 minutes. The customer further stated that there were no adverse effects caused to the adult patient or family members, however the event has caused concern for the clinical team trial. It is currently unclear if this event will impact the investigational data or the patient's ability to remain in the clinical trial.